Event description:
The user facility reported right groin access was used for an cerebral angiogram and after the procedure there was an issue with the 8 french angio-seal. The 8 french angio-seal bypass tube was off the device. The physician still used it and developed suture lock up. The device was successfully removed without any issues; however, manual compression was needed. No post procedure issues were noted and the patient was okay and stable according to lab manager. No blood loss was reported. There was no patient injury or surgical intervention required. Additional information was received on 19mar2025: they held pressure after for reassurance. It was reported that it sealed; however, they were not sure how well, therefore they held light pressure.

Manufacturer narrative:
A4: weight: requested, not provided . D6b: explanted date: device was not explanted . E3: occupation: ir manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture was fully deployed and had been cut. No damage or issues were identified. The complaint was unable to be confirmed since no device-related issue was identified. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).